Event description:
The patient presented to the emergency department (ed) in a ventricular tachycardia storm and was placed on a balloon pump. The hospital received consent for a heartmate 3 left ventricular assist device (lvad) implant procedure, which was performed on (B)(6) 2022. During the implant procedure, the clinician observed the heartmate 3 pump preparation, surgical procedure via thoracotomy, and surgical implantation of heartmate 3 left ventricular assist system, serial number (B)(4), without any issues. (B)(4) was turned on at approximately 14:06 and the device was reported to have been operating as expected, with pump parameters of 4600 rotations per minute (rpm), 2.3 liters per minute (lpm), 3.0 watts (w), and a pulsatility index value of 5.4. The patient¿s mean arterial pressure (map) ranged from 65-76 millimeters of mercury (mmhg) at this time. The clinician then observed the surgical team discussing volume status and bleeding issues as the left ventricle began to collapse on the echocardiogram. The clinician observed the surgeon ask for an extracorporeal membrane oxygenation (ECMO) circuit. By this time, the lvad pump parameters were noted to be 4700rpm, 0lpm, 2.8w, and a pulsatility index value of 6.8, with maps in the 90mmhg range. The clinician observed the surgeon instruct ventricular assist device (vad) coordinator to turn off the lvad at 17:39, and the patient was put on bypass. The clinician observed the surgical team holding discussions regarding blood from the exercise tolerance test, as well as ¿the survivability of the patient with the bleeding/volume issues encountered¿. The clinician observed the patient being placed on ECMO, their chest being packed, and being taken to the intensive care unit to be with their family. The patient ultimately expired on (B)(6) 2022 due to hemorrhagic bleeding, secondary to right ventricle failure and cardiogenic shock. Per the surgical team, heartmate 3 left ventricular assist system was operating as intended and the patient outcome was not considered to be device-related. The device was not returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported events cannot be conclusively determined through this investigation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, contains the following information: section 1 lists right heart failure, bleeding, and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Speed, power, flow, and pulsatility are also outlined in this section. Section 4 describes the pump flow display (4-13 through 4-15) and the hazard alarms (4-19 and 4-32). This section also states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 6 states: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." Information regarding anticoagulation therapy and international normalized ratio range can be found in this section. Section 7 describes the actions to take in the event of a low flow alarm (7-7 and 7-11). No further information was provided. The manufacturer is closing the file on this event.